Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result. False-positive results. The user claims that they received 4 false-positive results that were confirmed when they received a negative test result at the hospital.

Event description:
False positive result. False-positive results. The user claims that they received 4 false-positive results that were confirmed when they received a negative test result at the hospital.

Manufacturer narrative:
Final product manufacture and qc record for cov3120010. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3120010 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.